Event description:
Ablation was attempted. Inadequate ablating effect, requiring repeated procedure, attempted with same device and could not pass assessment the second time. New kit opened and used. Ablation completed effectively.